Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting properly. Upon troubleshooting actions, the fse restarted the system, but issue persisted. The fse reloaded the software, restored the backup, and restarted the system several times, then performed functional tests. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at start up screen. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.